Event description:
PICC was placed in 2002. The nurse pulled back too far and pulled the catheter out, so 6 days later another PICC was placed. On the following month the pt was xray'd and the dr noticed a wire in the vena cava. They removed the wire with no problems. The dr looked at the xray from the month before and thinks he can see the guidewire there at that time, the nurse said he took the guidewire out after placement.